Event description:
It was reported via repair work order the height adjustment rack was missing the nut and washer near the head end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order the height adjustment rack was missing the nut and washer near the head end. This had no functional effect on the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The height adjustment rack was missing the nut and washer near the head end. This had no functional effect on the unit.